Event description:
It was reported that oversensing of noise was noted on the right ventricular lead. The r-waves were also noted to be low when programmed in bipolar, so the lead had been in unipolar. Reprogrammed back to bipolar and the sensitivity was adjusted. The lead remains in use. It was also noted that there were markers but no corresponding electrogram deflections. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).